Event description:
A us distributor returned a monitor indicating a potential device malfunction.

Manufacturer narrative:
The monitor was returned for evaluation indicating a potential device malfunction.